Event description:
Boston scientific received information that remote monitoring of this device revealed the pacing outputs of this device had changed to auto 3.5v with six years battery remaining. Normal ventricular threshold trends were displayed. Approximately one month earlier, pacing outputs were auto 1.4v @ 0.4ms and battery remaining of seven and one-half years. A forced interrogation was performed. The ventricular thresholds remained stable, but the settings were found at auto 3.5v. An internal technical service consultant was contacted regarding understand why the output does not appear to adjust to the threshold, even if there is some gap in the trend. If the last threshold was successfully measured, why wasn't there an output adjustment. Threshold tesing indicates a change in threshold; either up or down. Technical services reviewed the information initially. And provided information that in beat-to-beat mode, if there is confirmed loss of capture, the device switches to suspension. In suspension, the output is 2x the last threshold and must be between 3.5 - 5v. Based on the description of seeing auto 3.5, this is indicative of the device being in suspension. The device will perform an ambulatory automatic threshold test on an hourly interval in an attempt to return to beat-to-beat mode. This is the "adjustment" when loc occurs. Ts reviewed the information and requested an additional data download. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional additional information become available, this event will be updated.

Event description:
Additional information was received. A follow up visit was performed. Automatic threshold testing could not be successfully completed. Thresholds were reprogrammed to a fixed output setting of 2.2v at 0.4ms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.